Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016;6947-65 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead eroded through the device pocket. The patient started antibiotics and a bandage over the lead/opening. The patient later presented to have a pocket revision. No infection was noted and a device check was within parameters. During surgery bare metal at a kink distal to the lead stress relief was found and it was noted the lead insulation was not intact. Silicone adhesive was placed around the breach and a sleeve was sutured on top. The patient was placed on antibiotics to be monitored. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.